Manufacturer narrative:
Additional information: d9: return date: 18-jul-2023. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial. Visual inspection found the haptic bent. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm).claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -7.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced low vaulting. On (B)(6) 2022 the lens was explanted. This resolved the problem. The cause of the event was reported as unknown.